Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an ipg replacement. Follow up identified that the patient's ipg was inoperable. Therapy was restored post-operatively.